Event description:
It was reported "the guide wire kinks and cannot be pulled back." A new catheter was used. There was no medical intervention required. There was no patient complications. The patient's current condition is reported as "unknown". Associated MDR numbers include: 3006425876-2025-00523 and 3006425876-2025-00521.

Manufacturer narrative:
(B)(4). The customer returned one (1) opened sac kit and five (5) representative samples for evaluation. No obvious signs of use were observed. Visual analysis did not reveal any defects or anomalies on the returned device. Both welds were present and were observed to be full and spherical. The overall length of the guide wire measured 350 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.519 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through the returned introducer needle and advanced with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "precaution: maintain firm grip on guidewire at all times. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The report that the guide wire was kinked was not confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies with the returned guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide wire kinks and cannot be pulled back." A new catheter was used. There was no medical intervention required. There was no patient complications. The patient's current condition is reported as "unknown". Associated MDR numbers include: 3006425876-2025-00523.